Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a driveline communication fault. Tech services arrived on site and removed the rescue tape from the repaired area without issue. While removing kapton tape from crimp connections, the controller displayed driveline power faults and power a broken. Alarms cleared after replacing the mod cable. Post repair, no alarms or issues or noted.

Event description:
It was reported that a log file analysis was requested. The vad coordinator reported that the patient experienced a driveline communication fault at approximately 17:15 on the evening of (B)(6) 2020. The patient was advised to come to the hospital to obtain log files. The vad coordinator was able to clear and silence the alarm via the system monitor once the patient arrived and the files were received. The vad coordinator noticed a low voltage advisory alarm twice with pi events on (B)(6) 2020 and (B)(6) 2020. The patient had a history of a driveline fault on (B)(6) 2019 with a subsequent modular cable exchange and a driveline repair above the modular cable connect. The log file captured a driveline communication fault alarm intermittently on (B)(6) 2020 and (B)(6) 2020. Technical service stated that an alarm can be silenced for four hours via the system monitor. If the alarm re-occurs, technical services recommended exchanging the modular cable and/or the system controller. The patient will be monitored for further alarms. The low power advisory alarms that occurred on (B)(6) 2020 were due to normal battery depletion. The vad is functioning as intended. It was reported that the patient experienced a driveline communication fault. Tech services arrived on site and removed the rescue tape from the repaired area without issue. While removing kapton tape from crimp connections, the controller displayed driveline power faults and power a broken. Alarms cleared after replacing the mod cable. Post repair, no alarms or issues or noted. It was reported that both the modular cable and system controller were exchanged. The engineer inspected yellow comm wire crimp connection. Removed heat shrink from yellow wire crimp, no issues found. Because heat shrink was removed from crimp, re-crimped yellow comm wire with new crimp and new heat shrink without issue. Wrapped crimps/repaired area with new kapton tape and new rescue/fusion tape without issue. Post repair - no alarms / no issues noted. It was reported that the log file from the old modular cable and controller continued to capture driveline power faults. The log file from the new modular cable and controller showed that the driveline power fault resolved. It was reported that the controller was not returned. The device was put into electrical waste.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of driveline communication and driveline power fault alarms, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, the evaluation of the log files identified a transient pump stop; however, a specific cause for this finding could not be conclusively determined. It was reported that the patient had a driveline communication fault starting at approximately 17:15 on (B)(6)2020. The patient was advised to come to the hospital to obtain log files and silence the alarms. Evaluation of the initially submitted log files revealed several transient com a faults on (B)(6)2020. These faults resulted in a driveline communication fault alarm starting on (B)(6)2020 at 16:15:49. This alarm persisted until it was cleared on (B)(6)2020 at 20:43:16. Transient com b faults were then observed on (B)(6)2020, which resulted in an additional driveline communication fault alarm starting on (B)(6)2020 at 06:53:13. This alarm persisted until it was cleared on (B)(6)2020 at 07:05:20. Technical services was onsite for a driveline evaluation and repair on (B)(6)2020. It was noted that the patient had a previous driveline repair and modular cable in (B)(6) of 2019 (reference (B)(4)). The rescue tape was removed from the previous repaired area without issue; however, while removing the kapton tape from the crimp connections of the previous repair site, the controller displayed a driveline power fault associated with a power a broken fault. The kapton tape was then removed from the crimps, and there were no issues found regarding the wire/crimp connections. The modular cable and the system controller were replaced, and the driveline power fault alarm cleared. Evaluation of additional log files prior to the modular cable and system controller exchanges revealed power a broken faults, a pump stop, and a driveline power fault alarm starting on (B)(6)2020 at 11:31:05. The pump stop event lasted approximately 4 seconds in duration; however, the driveline power fault alarm, power a broken fault, and intermittent com a faults persisted. The driveline power fault alarm was cleared at 11:32:04, but the alarm immediately returned at 11:32:06. This alarm and the associated faults persisted until the driveline was disconnected on (B)(6)2020 at 11:46:15, which appears consistent with the report of the product exchanges on that day. The yellow communication wire crimp connection was inspected. The heat shrink was removed from the yellow wire crimp and no issues were found. The yellow wire was re-crimped with a new crimp and heat shrink without issue. The crimps were wrapped with new kapton tape and new rescue/fusion tape. It was reported that no alarms or issues were noted post-repair; however, evaluation of the submitted log files after the modular cable and system controller exchanges revealed an additional driveline communication fault alarm starting on (B)(6)2020 at 14:09:16, associated with com b faults. This alarm was cleared on (B)(6)2020 at 14:17:44, and the pump appeared to have functioned as intended with no atypical alarms throughout the remainder of the submitted data, which ranged through (B)(6)2020 at 08:09:01. Evaluation of the submitted images depicting the driveline repair site before and after the driveline evaluation and repair on (B)(6)2020 did not reveal any apparent issues. The patient remains ongoing on (B)(4) and no further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.